Manufacturer narrative:
Correction: h6 should be 61 - unintended use error caused or contributed to event h10 updated narrative data: the reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation with multiple cuts at the suture sleeve tie mark region. The cause of the reported event is consistent with procedural damage.

Manufacturer narrative:
Final analysis found the outer insulation with multiple cuts at the suture sleeve tie mark region which was consistent with procedural damage.

Event description:
It was reported that the patient presented for a procedure. During the procedure, the physician noted that the right atrial (ra) lead had insulation damage. According to the physician, the insulation damage was consistent with procedural damage from the initial implant. The physician opted to replace the ra lead, a new lead was successfully implanted. There were no patient consequences.